Event description:
Received info reporting a damaged contact (not electrode) on the lead was observed during implant. The lead was connected to the extension and impedance readings were performed, indicating abnormal findings. The lead/extension was removed and replaced. It was reported that later that night, the pt had all the devices explanted due to post-operative complications, including progressive weakness. Pt reported to have recovered without sequela. Additional info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. Training is in place.